Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device passed all testing and we were unable to duplicate the customer report. The clinical file from the event suggests pads were not applied until over two minutes into the CPR cycle, the shock button was pressed before charging (resulting in "no shock delivered" prompts), and the electrodes were removed shortly thereafter. All activity appears appropriate with no faults to suggest a malfunction. The device was recertified for clinical use. No trend is associated with reports of this type.